Event description:
It was reported that a log file was submitted due to reports of beeping heard on the system controller while on fully charged batteries. The patient also thought it was occurring while on mobile power unit (mpu). The alarms were not able to be recreated. The log file recorded a few unusual low power advisory events while connected to battery power on (B)(6) 2022 at 19:30. There were also a few unusual power cable disconnect events recorded while connected to the mpu on (B)(6) 2022 21:00 and (B)(6) 2022 2:49 which were reported to be associated with the black power lead of the system controller. The patient¿s controller was replaced, and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage advisory alarms was confirmed via the log file review. The log file spanned approximately 4 days (07mar2022 to 11mar2022 per the timestamp). Voltages fluctuated on the black power cable throughout the log file while the device was connected to a battery power source and mobile power unit (mpu). This coincided with low voltage advisory alarms that intermittently activated from 07mar2022 at 17:25 to 09mar2022 at 19:27 due to fluctuating rsoc voltage on the black power cable. The voltage fluctuation also coincided with atypical power cable disconnect that activated on 09mar2022 at 21:00 and 10mar2022 at 02:49 due to invalid rsoc faults on the black power cable not associated with a power source exchange. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Additional information on 18mar2022 stated that the controller was exchanged resolving the issue, and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage. No further information provided. The manufacturer is closing the file on this event.